Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had low blood glucose of 40 mg/dl and he treated it with ice cream. The customer also mentioned a past event of having low blood glucose but did not indicate the reading. Troubleshooting for low blood glucose was declined by customer.